Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion in the ICU, an air-in-line alarm occurred. During troubleshooting, the tubing came apart and broke at the top pumping segment when trying to remove air in the line. No patient harm was reported.